Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting out-of-range (oor) pacing impedance measurements below 200 ohms. The lead was found to have insulation damage caused by clavicular crush. The lead was capped and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.